Manufacturer narrative:
Upon investigation of the device, a tiny part of the distal tip insulation was observed to be missing. The failure mode could not be replaced during investigation under clinically relevant scenarios. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Testing was performed with compatible dilators to try and replicate insulation detachment when the devices were used together under clinically relevant scenarios. The testing could not replicate the failure. The dilator was used during the procedure was not returned with the needle; therefore, its inner diameter could not be verified. The root cause of the failure could not be confirmed.

Event description:
The nrg transseptal needle was used in a transseptal procedure with an sl0 sheath at a site in (B)(6). After 3 attempts, the septum was successfully crossed. Following advancement of the assembly into the left atrium, the physician felt some resistance. The physician removed the needle from the pt and observed that the insulation at the distal tip was peeled. The procedure was continued and successfully completed without complications. The physician noted that resistance was only encountered when the sheath was advanced into the left atrium and that no resistance was felt when inserting the nrg transseptal needle into the sheath. The device was cleaned at the hosp and was returned to the (B)(4) dist, and was subsequently sent to the MFR.